Event description:
Per the clinic, the patient experienced no sound with device use due to migration of the electrode array. The patient underwent revision surgery on (B)(6) 2024, to reposition the device. The implanted device remains.

Manufacturer narrative:
Per the clinic, the revision surgery was performed under general anesthesia.